Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infection related to a bipap device's sound abatement foam. This event is assessed as maybe related to the device in this case. The patient did receive medical intervention which required surgery. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a sinus infection. The patient did receive medical intervention which required surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.